Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and full functionality testing with test battery and ac power without duplicating the report. The device was recertified and returned to the customer. No accessories used at the time of the report were returned for evaluation with the device. Analysis of reports of this type has not identified an increase in trend.